Event description:
The customer reported that there were problems with the monitor. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced, mounted, and adjusted the monitor. The system operates as intended.